Event description:
The tech alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found that there was dried liquid and blood in the side rail latch. The tech cleaned the side rail latch to resolve the issue.